Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reported that brown particles were found in the drip chamber. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for further evaluation. Visual examination of the spike notes brown particles found in the drip chamber. No other visual defects observed. The sample and all information was forwarded to the supplier for further investigation. Per the supplier's investigation result, it was confirmed that the embedded foreign matter was degraded plastic (pvc) due to the high temperature during the molding process of the plasticization group. A batch review was conducted on the production records for the reported lot number and no anomalies were noted. The embedded spots in the pvc chambers is a cosmetic defect typical of the resin and does not affect the functionality or safety of the patient. In addition, a review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.